Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2007; dtba1d1 crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing diaphragmatic stimulation since their device was routinely replaced. It was noted the stimulation was intermittent and specifically felt when lying down and when the patient would use their continuous positive airway pressure (CPAP) machine. The clinician opted to turn adaptivcrt feature off and the left ventricular (lv) lead remains in use. No further patient complications have been reported as a result of this event.